Manufacturer narrative:
(B)(4).

Event description:
It was reported that replace transmitter now alert occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. The probable cause was determine to be a low transmitter battery which led to a transmitter failed error. The reported event of replace transmitter now alert is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4); h6 device code: 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that "session ended, I have a new transmitter" occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. A nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was not confirmed. The probable cause was determined to be a low transmitter battery . The reported event of a "session ended, I have a new transmitter" was not found but the finding of a transmitter failed error in the investigation window is reportable. No injury or medical intervention was reported.